Event description:
A representative reported the patient¿s system was entirely removed due to infection. It was replaced with a new system on (B)(6) 2013. It was later reported that the patient was currently receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).